Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin 2 grams intraperitoneally per day (duration not reported) and gentamicin 80 milligrams intraperitoneally per day (duration not reported) for the peritonitis event. Antibiotic treatment with cefazolin and gentamicin was ongoing at the time of this report. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that forty-one days after starting treatment with cefazolin and gentamicin, the medication was discontinued; the same day the patient was discharged from the hospital and reported as recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.